Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2022-18373. It was reported that patient experienced ineffective therapy and system diagnostics recorded high impedances. Attempts to reprogram were unsuccessful. Patient reported lifting heavy objects prior to experiencing ineffective therapy. X-rays showed that both leads had fractured. Surgical intervention is pending to address the issue.

Manufacturer narrative:
It was reported to abbott during a programming session, the rep found high impedances. All contacts showed high impedance and a review of x-rays determined the leads were fractured. The patient was scheduled for a lead revision twice, but they were rescheduled/cancelled for various reason. In the last update, it was reported the patient stated they would call when they were ready to proceed with surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
It was reported to abbott during a programming session, the rep found high impedances. All contacts showed high impedance, and a review of x-rays determined the leads were fractured. The patient was scheduled for a lead revision twice, but they were rescheduled/cancelled for various reason. In the last update, it was reported the patient stated they would call when they were ready to proceed with surgery. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. In an update posted (B)(6) 2025 it was reported the patient¿s leads and ipg replaced with no complication. The patient was programmed with effective therapy. The clinical specialist reported on (B)(6) 2025 that both patient¿s leads had fractured and the patient denied any falls, accidents or trauma.

Event description:
Additional information received identified that patient underwent surgical intervention wherein, the leads were explanted and replaced. Effective therapy was restored post operatively.